Manufacturer narrative:
According to the complainant, the suspect device is not available for return, due to contamination. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-10831 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a variceal band ligation procedure performed in the lower esophagus on (B)(6) 2013. According to the complainant, the physician was able to release the first two bands successfully. However, the third and fourth bands fell off of the next varix. The physician decided to change to a second speedband superview super 7 device, but the bands also fell off of the varix. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received on (B)(6) 2013. There was no damage noted to the device. There was no difficulty encountered, during the setup of the device, and there was no difficulty rotating the handle. The physician did not use another speedband superview super 7 to complete the procedure.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-10831 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a variceal band ligation procedure performed in the lower esophagus on (B)(6) 2013. According to the complainant, the physician was able to release the first two bands successfully. However, the third and fourth bands fell off of the next varix. The physician decided to change to a second speedband superview super 7 device, but the bands also fell off of the varix. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution.